Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During procedure it was noted the right ventricular (rv) lead had high thresholds and after multiple implant attempts the lead was removed and the helix was bent. The lead was replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: g2.

Manufacturer narrative:
The reported event of helix damage was confirmed but the reported event of high thresholds was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual and x-ray examinations found that the helix was bent and the inner coil at the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix damage was consistent with procedural damage.